Event description:
Paramedics were called to a person who had collapsed at home. The pt's down time was approximately 20 minutes prior to the arrival of the paramedics. The pt was diagnosed as asystolic. Drugs were administered and external pacing was attempted. Each time the operator attempted to increase pacing current the device displayed a pacing leads off message and pacing was inhibited. Drug therapy and CPR were continued until the pt was delivered to the hosp. The pt was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the pt's death due to the pt's significant down time. The reporter said the pt had experienced an acute myocardial infarction.